Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No drive/motor anomaly noted during testing. Successfully downloaded history files and traces using thump and no unexpected alarms or alerts found in the pump's memory. Pump was cut open to perform visual inspection and found no moisture or physical damage on the pcba 1, pcba 2, force sensor and motor home switch. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The battery duration was checked on the event date using adapt and the internal battery lasted for atleast 7 days which is within spec. No unexpected power alarms were found. The p cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), battery tube threads cracked. Customers alleged back light anomaly, charge lasting less than expected, rewind anomaly, failed battery test and prime/fill anomaly was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating alerts, leaks at the infusion site, and a dimmed and hazy screen in daylight. Additionally, the device requires battery replacement in under 7 days, sometimes rejects new batteries, insulin squirts out during priming, and multiple rewinds are needed to complete the process. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-397a, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-397a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.